Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had low impedance with vns diagnostics testing (<600 ohms). The vns was disabled. Further review of vns programming history noted low impedance has been occurring since at least (B)(6) 2010, when it was noted to be 410 ohms. A short circuit condition of the lead is suspected. No trauma has been reported, but the patient's parents did manipulate the vns lead in the neck as they felt it was protruding under the skin. It is not known if this contributed to the low impedance. No x-rays have been performed. The plan of care is to refer for a surgical consult and revision surgery may occur in the future. The patient is currently stable on medications and doing well.